Event description:
Patient reported that after insertion a new lancet drum into the lancet device, one of the lancets was protruding from the end-cap. Patient attempted to resolve the concern by inserting another lancet drum; however, the problem recurred. Patient did not experience an unintentional puncture as a result. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.